Event description:
On 19-jun-2026, a sales representative reported via (B)(4) that the ar-16992 capsuleclose scorpion experienced the needle breaking inside the patient when trying to close the device during a hip scope. A new device and needle were opened to finish the procedure successfully and the needle fragments were retrieved from inside the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.